Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found that the endoscopic image was not displayed during unspecified timing. Olympus (B)(4)checked the subject device and found that the reported phenomenon was duplicated and the electrical circuit board and power supply unit had failure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus trading (shanghai) limited, there was the possibility that this phenomenon was attributed to the failure of the printed circuit board due to the aging degradation of the components by repeatedly long-term use because over six years had passed from the subject device had been installed.